Event description:
While nurse was priming IV fluid through IV tubing they noticed the material at one of the injection port sites was larger than the others and it was depressed/down inside the injection juncture.